Event description:
Patient called stating she was treated with cosmoderm in her lips in 2005 and she had redness, itching and swelling immediately following the procedure. She was given an intramuscular injection and all the symptoms resolved. The patient does not know what medication was injected.